Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a new ped 350-20 was then used instead and re-implanted to complete the procedure. There was high resistance at the catheter tip end. There was no damage to the pipeline observed. The pipeline was not implanted at the intended location. The device jumped during deployment. The tip of the catheter didn't move during deployment.

Event description:
Medtronic received a report that a pipeline dislodged during retrieval and following that, opened prematurely. The patient was undergoing surgery for treatment of a fusiform, unruptured right intracranial internal carotid artery aneurysm with a max diameter of 6mm and a 5mm neck diameter. Landing zone: distal: 2.5mm and proximal: 3.2mm. Patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was routine. The angiographic result post procedure was normal. It was reported that the right intracranial internal carotid artery aneurysm was to be treated with pipeline. After measurement, ped 325-20 was selected for implantation. After the stent was delivered into the body and deployed halfway after anchoring, it was found that the tip stent moved backward, so the surgeon planned to retrieve the stent and anchor it to a higher position. During the retrieval process, the surgeon found that the tension of the microcatheter increased, and the stent could not be retrieved while pulling back the stent push rod. After trying to continue deploying, it was found that the push rod could not control the stent and the stent was dislodged. In desperation, the surgeon raised the middle catheter and tried to retrieve the stent. During the operation, the stent was accidentally deployed. The surgeon said that the quality of the stent was questionable and no fee would be charged. It was unknown if there was any friction or difficulty during the procedure. The pushwire was not rotated or pulled back at anytime during the procedure. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was unknown if patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pushwire was returned within a biohazard bag and a shipping box. There was no braid returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a, conclusion: based on the returned device, the customer complaint was not confirmed, as the pushwire was returned without the braid. No damage was found with the pushwire. The cause could not be determined. Possible cause of resistance includes a lack of continuous flush with heparinized saline during delivery. Possible causes of the device opening prematurely include high force delivery, over-manipulation, rotating or pulling back the pushwire during delivery, and resistance during delivery. Possible causes include vasospasm, severe vessel tortuosity, and a high-force delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.